Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports discrepant results on protime microcoagulation system. On (B)(6) 2011, customer reported pt/inr 2.3 on protime. On (B)(6) 2011, pt was sent to hospital for stomach pain. Hospital lab inr was 4.0. Reporter stated pt had other unspecified problems and was given an unk dosage of vitamin k.